Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, system displayed an error message about removing any obstruction from the surgeon console viewer. However, the customer confirmed that there was no obstruction on the surgeon side console (ssc) viewer the customer performed a system hard power cycle and cleaned the sensors, but the issue was not resolved. The customer used another ssc to continue with the procedure with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced surgeon's head sensor (shs) receiver and transmitter to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was not checked upon powering on the system. The procedure was not performed on dual consoles.